Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155921.

Event description:
It was reported via the food and drug association (FDA) medwatch program that right atrial (ra) lead had high pacing impedance. The patient was asymptomatic. The ra lead was capped, and a new ra lead was successfully implanted. Further information was not provided.